Manufacturer narrative:
Pending confirmation of explant, device information and possible device return. Internal complaint number: (B)(4).

Event description:
Post market surveillance representative communicated with medical center representative who confirmed that a dye study was performed that showed that the catheter was not connected to the pump. The patient saw a neurosurgeon and the physician is planning on explanting the pump at a later date. As of last communication, the pump explant has not occurred.

Manufacturer narrative:
Pending receipt of additional information. Internal complaint #: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions in order to report a catheter that could not be aspirated. Cs forwarded a message from a representative of the customer site, which explained that a patient with a flowonix pump filled with intrathecal baclofen had a dye study completed. While the attending physician had accessed the catheter port, they were unable to remove medication. The physician did not inject dye due to fear of overdose. It was also stated that the patient would be returning to the hospital to check the volume that is present in the patient's pump.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. Per the instructions for use of the intrathecal catheter, catheter disconnection is a known possible risk of use of the device. Internal complaint number: complaint (B)(4).

Event description:
Additional communication confirmed that the patient's pump was replaced. After the replacement, it was stated that the patient had an infection and was hospitalized. The new pump was later replaced. No information was able to be provided regarding the patient's catheter. Additional attempts of follow-up were unsuccessful as the neurosurgery office would not release patient-related information. MDR 3010079947-2021-00081 was opened to address the infection and subsequent pump explant.